Manufacturer narrative:
PMA/510k: reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K122734. Samples received: none. Analysis and results: there is a previous complaint of this code batch regarding another issue and received from the same end customer. We manufactured and distributed 2,772 units of this code batch. There are no units in stock in b. Braun surgical's warehouse. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record and the results during the process fulfill usp/ep and b. Braun surgical requirements. Needle attachment results conducted on samples before releasing the product were 2.89 kgf in average and 2.14 in minimum and fulfilled the specifications of the european pharmacopoeia: 1.83 kgf in average and 0.61 kgf in minimum. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.

Event description:
It was reported needle detachment. The reporter indicated that the threads detached from the needle at moderate pressure. The problem was encountered several times. Other sutures/wires had to be used. No patient consequences reported.